Event description:
Implant date: 1989. Revision surgery on 1992 to extend the level of fusion. Pt complained of pain. Revision surgery on 2/7/1994 for extension of fusion due to instability. Post operative x-rays reveal a pseudoarthrosis and "lucency" of implant. Not reported to have been explanted.